Event description:
In 2008, an l5-s1 procedure was performed. Approximately 5 months later, it was noted one of the multi-axial bodies had separated from the screw body. A revision surgery is scheduled.

Manufacturer narrative:
Evaluation results - device was not returned to manufacturer; no evaluation could be performed.